Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient was changing from batteries to the power module, the system controller gave a driveline disconnect alarm, lasting approximately 4 seconds. Also noted was a speed reduction to the low speed setting of 8000 rpm¿s. The patient felt lightheaded during this alarm. The patient changed back to batteries and performed a system controller self-test which passed. No further alarms were reported while the patient remained on batteries. The patient was instructed to go to the center to have the device interrogated. A data log file submitted to the manufacturer for review confirmed pump stoppage, low flow and low speed operations while the patient was on the power module patient cable. In addition, there was a low speed advisory captured in the log on the following day. Approximately 16 days later, a log file review noted a pump off/low speed advisory and driveline disconnect alarms. Approximately 3 days later, motor speed drops below the auto low setting were confirmed and the manufacturer¿s technical services representative performed a percutaneous lead distal end replacement after which the alarms reportedly resolved.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 6 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: red heart alarm and pump stoppage after patient transferred from batteries to power base unit. Likely a short circuit, the controller was changed out. Additional information also included indicated that the patient underwent a pump exchange.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. However, the report of driveline disconnect alarms and pump speed reductions below the low speed limit while operating on the power module was confirmed via the submitted system controller log files. Although the events captured in the log file appear consistent with a potential driveline issue, a driveline wire compromise could not be confirmed through this evaluation. Approximately 17¿ of the external portion/distal end of the driveline was returned for further evaluation. Continuity testing of the returned portion of the driveline found all wires were electrically intact. The outer silicone jacket had been cut along the length of the driveline, and the clear bionate and braided shield had been cut and removed approximately 2¿ from the metal connector at the terminus of the bend relief, exposing the underlying wires. The area of exposed wires revealed kinking of the red and orange wires; however, no areas of exposed conductors were identified. Visual examination and hipot testing of the replaced portion of the driveline did not reveal any areas of compromised wire insulation. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: on (B)(6) 2015, a modified patient cable was prepared and shipped to the center. The driveline issue previously reported is thought to be under the patient's skin. The customer does not want to perform a pump replacement at this time, so the patient was provided with a modified patient cable. On (B)(6) 2015 information received indicates that the patient is currently stable without further alarms or issues related to the short to shield or percutaneous lead repair.